Manufacturer narrative:
(B)(4). Reported event was able to be confirmed, upon the review of medical records received. DHR was reviewed and no discrepancies were found. The use of the recap femoral head with a m2a magnum cup is noted to be an incompatible part combination. However, the root cause of the event was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(4). Event date - the onset of symptoms occurred on an unknown date in 2012. Concomitant medical products: m2a acetabular cup, catalog#: us157850, lot#: 430170; bone cement, catalog#: 402433, lot#: 462140. DHR was reviewed and no discrepancies were found. It has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-04016 & 2017-01556).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately eight years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. It was reported in medical records received that patient underwent physical therapy approximately six years post-implantation due to pain. Subsequently, patient underwent a right hip revision procedure approximately eight years post-implantation due to pain and elevated metal ion levels. During the procedure, pseudotumor formation, metal-stained tissue with metal debris, metallosis and clear straw-colored fluid were noted. All components were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The information contained within this report does not alter previous investigation conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.